Event description:
Customer alleges this unit is delivering 100% o2 when the setting is at 21%, he changed the setting to 30%, 60%, 90% and no change on the output, and he is monitoring the fio2% with an external analyzer. Problem was found while performing preventative maintenance on the unit, unit was not on a patient.

Manufacturer narrative:
The user facility reported that they repaired the device by replacing the gas delivery engine with one from their stock. A replacement gas delivery engine was sent to the customer to replenish their stock. Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty gas delivery engine for evaluation. As of april 3, 2015 the alleged faulty gas delivery engine has not been received. Should the alleged faulty gas delivery engine be received and evaluated, a follow-up medwatch report will be submitted. (B)(4).